Event description:
It was reported that an (B)(6) infection and sepsis occurred. The entire bi-ventricular implantable cardioverter defibrillator (bi-v ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted on visual summary analysis that there was apparent explant damage. Concomitant: 694765 lead, implanted 2008-(B)(6). (B)(4).